Manufacturer narrative:
P-cap or reservoir locks properly into place. Insulin pump passed sleep current measurement, active current measurement and displacement test. Insulin pump received error 25 due to non-sleep anomaly software error. Unit received with pillowing keypad overlay, minor scratches on case and cracked keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had power error detected alarm. The customer stated that the internal power source was unable to charge. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.